Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment. Air was observed at the bottom of the dialyzer. Attempts to remove the air were unsuccessful. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. Th user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Evaluation of the returned cartridge did not identify any problems. The exact cause of the arterial air alarm cannot be determined. The user's guide identifies probable causes of the alarm and provides adequate instructions to resolve the alarm. However, the alarm was most likely the result of vascular access issues as the patient required catheter replacement shortly after this event. Facility staff has been notified and will provide additional training regarding troubleshooting alarms. Nxstage medical considers this report closed. No additional information will be provided.